Event description:
Ketoacidosis [ketoacidosis]. Case description: pt with type 2 diabetes mellitus and a history of elevated blood glucose levels reported that pt was hospitalized with ketoacidosis on two separate occasions while using an innovo insulin doser. Pt also reported that the doser failed to deliver any insulin. The pt has recovered. In 1/2002 pt rec'd the doser from their physician. The physician's assistant attempted to train the pt on the use of the device, however, pt refused the training and stated that they would just read the manual. Pt did not perform a function check on the doser or perform the air shot prior to their insulin injections and pt reused the disposable needles four to six times before changing them. One afternoon in 2002 (date not specified), the pt developed nausea and vomiting at approximately 1:30 pm. Family member took pt to their physician who tested their blood glucose level, which was 1000 mg/dl at that time. Subsequently, the family member transported pt to the emergency room and pt was admitted to the intensive care unit (ICU), where pt rec'd insulin intravenously (type and brand unknown). The pt was unable to recall any add'l treatment details. Pt was discharged four days later and resumed using the innovo insulin doser. The pt still did not perform the function check on the doser or perform an air shot prior to pt insulin injections. In 2002 the pt developed nausea and vomiting in the afternoon and pt was taken to the emergency room by family member. Pt stated that pt was incoherent and could not remember their blood glucose level, however, pt does recall that their breath smelled fruity. The man was admitted to the ICU for three days and discharged. Pt was unable to provide any treatment details. The pt discontinued the use of the innovo at that time, pt was unable to provide their blood glucose levels and details about their diet or activity just prior to each event. The pt stated that they weighed 148 pounds before the onset of the event and they now weighs 125 pounds. Pt could not remember the course of their diabetes prior to the events, but reported that pt blood glucose levels were 260-315 mg/dl before 1/2002 and approximately 350 mg/dl in 1/2002. From the time of their discharge in 2002, to the onset of the second episode of ketoacidosis in 3/2002 their blood glucose levels ranged between (240-300 mg/dl), which pt referred to as "normal". A function check was performed in 3/2002 and the pt reported that the piston rod did not advance when they depressed the pushbutton and no insulin was delivered. The pt stated that they did not open the slide after a new cartridge of insulin was inserted into the innovo.